Event description:
It was reported that approximately 5 years following the implant of an inflatable penile prosthesis, the patient 's ed (erectile dysfunction) returned. The device was explanted and a small hole was found in the explanted reservoir. A new inflatable penile prosthesis device was implanted. No patient complications were reported in relation to this event.